Event description:
Edwards received notification that a piece of plastic was found on the leaflet of a valve model 7300tfx25 after removal of the tricentrix holder system. The plastic was noted after rinsing. As reported, the surgeon and the similar staff responsible for deploying the tricentrix holder are well trained and know the process of using the tricentrix holder system. No difficulties were noted while using the tricentrix. It was unknown if the piece of plastic was part of the tricentrix holder. The valve was implanted after removing the plastic. There was no injury reported to the patient.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Manufacturer narrative:
H3. Device evaluation: customer report of particulate issue was confirmed. A clear particulate approximately 7mm long was returned. Particulate was sent to chemistry for analysis. H10. Additional manufacturer narrative: the particulate was returned for evaluation. Customer report of particulate was confirmed. Device was sent to chemistry lab for analysis (see attached ft-ir report). The sample spectrum is consistent with that of pvc colorite. As per image evaluation results, customer report of particulate issue was confirmed through image evaluation. A color photo was provided and appeared to show a particulate isolated within a petri dish.

Event description:
Edwards received notification that a piece of plastic was found on the leaflet of a valve model 7300tfx25 after removal of the tricentrix holder system. The plastic was noted after rinsing. As reported, the surgeon and the similar staff responsible for deploying the tricentrix holder are well trained and know the process of using the tricentrix holder system. No difficulties were noted while using the tricentrix. It was unknown if the piece of plastic was part of the tricentrix holder. The valve was implanted after removing the plastic. There was no injury reported to the patient.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.